Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device during a transcatheter aortic valve implantation (tavi) interventional procedure using a 6f sheath. Reportedly, the prostyle device became stuck in the patient anatomy as the foot of the device did not retract. Surgery was performed to remove the device and repair the femoral tripod through the scarpa. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.